Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found the stent was not within the introducer sheath. The introducer sheath was damaged, indicating the device was used and the stent deployed prematurely. Because the stent was not returned, functional testing could not be performed, however, the reported event was confirmed. No damage was noted to the device packaging and procedures in place to ensure confirmation the device component is present and verified. Based on the damage noted to the returned introducer sheath indicating use of the device, it is likely that the stent was deployed prematurely during use and deployment was not noted. An assignable cause of operational context was assigned to this event.

Event description:
Analysis of the returned device found the stent had deployed prematurely during use. There was no clincal consequence to the patient due to this event.